Event description:
The customer felt that the insulin pump was giving less insulin than it was supposed to. The customer also stated that the meter was no longer communicating with the insulin pump. Reviewed he bolus history with the customer, but he was more concerned with the communication between the meter and insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.